Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that power supply was defective and damaged bus cable. The field service engineer replaced the damaged bus cable and controller; however, this did not rectify the problem, which persisted in a power cycle loop. Subsequently, the engineer opened the e-drawer and detected a clicking sound emanating from the power supply. As a result, the power supply was replaced. After powering down and reconnecting all the drawers, the station successfully powered up. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, it continued to power off unexpectedly. The customer reported that after the user logged in, a message appeared stating, "please close the drawer, otherwise the machine will shut down," which subsequently caused the station to power off. There were no adverse events or injuries reported based on this incident.